Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that the 125cm embovac 71 aspiration catheter (ic71125ca / 30438899) was used in combination with the flowgate2¿ balloon guide catheter (stryker) during a thrombectomy procedure. It was reported that this ¿is always done this way in this house and works well.¿ the first pass in the patient was not successful, and a result, a second pass was attempted. It was then noticed that blood was leaking out of the embovac. On closer inspection, it was found that the catheter behind the hub was kinked at the start of the pure catheter. It was reported that the kink was ¿so massive¿ that it created a real opening where blood was leaking out. The physician reported that no major force was applied to the catheter. The issue resulted in a 10-minute delay but was successfully completed. There was no adverse event or complication to the patient. Additional information was received on 26 july 2021, the information indicated that the ancillary devices functioned as expected. The 10-minute delay was not considered clinically significant. The procedure was successfully completed. The complaint device was returned and received for evaluation and analysis. The visual inspection finding is documented below. Investigation summary: the non-sterile 125cm embovac 71 aspiration catheter was received contained in a pouch. Visual inspection was performed. It was observed that the device is fractured near the ID band area. The complaint device is also kinked at 40 inches from the proximal end. The braided mesh was observed compressed. There are no additional damages nor anomalies observed. Dimensional evaluation: the inner diameter (ID) and outer diameter (od) of the device were measured and were confirmed to be within specifications. Hub ID = 0.0715 inch; specification: 0.071 inch minimum. Distal ID = 0.0715 inch; specification: 0.071 inch minimum. Actual catheter od = 0.0832 inch; specification: max. 0.0837 inch / min. 0.081 inch. A review of the manufacturing documentation associated with this lot (30438899) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following precaution: ¿ exercise care in handling the large bore catheter to reduce the chance of accidental damage. The complaint documented that the 125cm embovac 71 aspiration catheter was used in combination with the flowgate2¿ balloon guide catheter. After an unsuccessful first pass, a second pass was attempted. It was then noticed that blood was leaking out of the embovac. The embovac catheter was inspected and upon closer inspection, the catheter was observed kinked at the start of the pure catheter. The kink was ¿so massive¿ that it created a real opening where blood was leaking out. The physician reported that no major force was applied to the device. In addition, the body of the catheter was observed kinked and the braided mesh area was compressed. The reported issue was confirmed during the visual inspection of the returned device; the area near the ID band was fractured. The cause of the observed fractured area and of the kinked and compressed section cannot be conclusively determined; however, it is possible that clinical and procedural factors including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 10 august 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 125cm embovac 71 aspiration catheter (ic71125ca / 30438899) was used in combination with the flowgate2¿ balloon guide catheter (stryker). The first pass in the patient was not successful, and a result, a second pass was attempted. It was then noticed that blood was leaking out of the embovac. On closer inspection, it was found that the catheter behind the hub was kinked at the start of the pure catheter. It was reported that the kink was ¿so massive¿ that it created a real opening where blood was leaking out. The physician reported that no major force was applied to the catheter. The issue resulted in a 10-minute delay but was successfully completed. There was no adverse event or complication to the patient. Additional information was received on 26 july 2021, the information indicated that the ancillary devices functioned as expected. The 10-minute delay was not considered clinically significant. The procedure was successfully completed.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The event occurred in 2021; however, the month and date of the event was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (30438899) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.